Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor, console, flow probe and monitor were exchanged due to an s3 system alert. The exchange resulted in a temporary decrease in flow as the pump was moved to backup centrimag equipment. It was reported that there was a slight adverse patient impact as a result. Review of the log file downloaded from the returned console confirmed an s3 system alert; refer to the motor and console evaluations regarding this alert. The console was briefly exchanged then reconnected. Flow was recorded at 0 liters per minute (lpm) despite a pump speed of 5200 revolutions per minute (rpm). Attempts were made to disconnect/reconnect the flow probe. The pump was ultimately removed from the motor connected to the console, and the console was turned off. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The us centrimag blood pump instructions for use (IFU) is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the s3 system alert, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR numbers: console MFR 3003306248-2023-05076; motor MFR 2916596-2023-07076. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the flow probe was not functioning properly, and the monitor display was scrambled. A system alert s3 was noted, and the clinician stated that the console would not read the flows. The only display for flow was a dash mark. The clinician changed out the flow probe and received the same message and also put the flow probe on another console and it was able to read the flow. Per the clinician, the problem was not with the flow probe. Additionally, it was communicated that there was a slight adverse patient impact, and the action taken was to change out the console. The flows were decreased for a few seconds while the console and motor were changed out.